Event description:
The customer reported a broken caster on c-arm during a case in 2008, and called for service that day. The problem occurred with pt on the table and under anesthesia. The system worked after reboot. There was no injury to the pt.